Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2015, a (B)(6) y/o, male patient with a bmi of 31.6, underwent implantation of a insert tib 2.5 15mm knee poststab cnstr. On (B)(6) 2019, approximately 49 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation.

Manufacturer narrative:
H10. Additional/updated information-d4. Expiration date 19 sep 2021, d8, h4 (B)(6) 2013, h6 health effect - impact code, type of investigation, investigation findings, investigation conclusions, h7, h9. These devices are used for treatment not diagnosis.